Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01505. It was reported the patient is receiving stimulation in the incorrect location. In turn, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-01505. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which time the leads were repositioned which resolved the reported issue.